Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Unknown competitor ipg implanted: 2010. (B)(4).

Event description:
It was reported that during the device changeout, the right ventricular (rv) lead was capped and replaced due to a suspected failure. The physician noted that the rv lead had been attached to a competitor device for the previous four years and there was a lead issue and had been programmed unipolar. No patient complications have been reported as a result of this event.